Manufacturer narrative:
H.6. "Investigation": customer returned (1) 0.5 ml, 8mm 31g bd syringe; the syringe came loose without packaging (used). Consumer states that needle hub separated. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel; no damage was observed on the barrel. A review of the device history record was completed for batch# 8204648. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA 97451 has been opened to address this issue.

Event description:
It was reported that bd ultra-fine ii short needle insulin syringe needle hub separated. No serious injury or medical intervention was reported. Verbatim: "material no.: 328468 batch no.: 8204648. It was reported by the consumer that the needle hub separated. Verbatim: consumer reported that needle hub separated. Occurrence date: (B)(6) 2019, lot: 8204648, expiration date: 2023-07-31, item: 328468. Sample available. Only happened with 1 syringe."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine ii short needle insulin syringe needle hub separated. No serious injury or medical intervention was reported. (B)(4). It was reported by the consumer that the needle hub separated. Verbatim: consumer reported that needle hub separated. Occurrence date: (B)(6) 2019, lot: 8204648, expiration date: 2023-07-31, item: 328468. Sample available. Only happened with 1 syringe".